Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven months following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed worsening mitral regurgitation. It was noted that the mitral regurgitation progressed from mild to moderate mitral regurgitation. No treatment was prescribed and no adverse patient effects were reported. Additional information received indicated the mitral regurgitation was still present approximately 2 years and 10 months following onset. The physician indicated the mitral regurgitation was related to the aortic transcatheter bioprosthetic valve.

Event description:
Additional information received indicated that an echocardiogram identified baseline mild mitral regurgitation/insufficiency prior to the transcatheter aortic valve implant. There was no mitral stenosis. At the time of the mild to moderate mitral regurgitation, there were no symptoms. The patient felt well from the cardiac standpoint. New york heart association (nyha) functional class I noted. Approximately 1 year and 5 months later mild mitral regurgitation was noted. Approximately 1 year thereafter, trace mitral regurgitation was noted.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the implant depth of the transcatheter valve was 6 millimeter (mm) on the left coronary cusp (lcc) and 9 mm on the non-coronary cusp (ncc).